Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultrasmart kit is missing the control solution from the system kit. The patient's diabetes is managed with self adjusting insulin. The product issue began on (B)(6) 2010. The patient claimed that the subject meter was hard to use and the system kit was missing the control solution. The patient took her usual lantus insulin on (B)(6) 2010 at 10:30 pm. On (B)(6) 2010, the patient reportedly received medical intervention with insulin for a blood glucose reading of "450 mg/dl" obtained on the hospital meter after she had symptom described as "heart racing." It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the patient was unable to determine if the product was indeed missing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms and received medical intervention suggesting hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.